Manufacturer narrative:
The reason for this revision surgery was to remedy a torn rotator cuff after 3.75 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number: four due to trauma, six for instability, three for dislocation, two due to infection, two for damaged shipping, two undetermined, one for dimensional issues, one due to expired sterility, one due to an incorrect featured, and one for a broken/cracked device. This is the first complaint for this lot number. The root cause for the torn rotator cuff was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt developed a massive tear in their rotator cuff. This required conversion of a turon shoulder to a reverse.